Event description:
In 2006, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, two aortic extender components were placed to address a proximal type I endoleak. The endoleak resolved, and the pt is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices involved.